Manufacturer narrative:
Additional data: b5: the lens was explanted on 12-oct-2020. The lens was exchanged for a shorter lens and the problem was resolved. The patient was asymptomatic, the anterior segment was ok, there was some pigment dispersion and the pupil was mydriatic. The patient was happy with the results. H6: health impact- clinical code: 4581 - pigment dispersion claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+5.0/085 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was reported as having excessive vaulting, elevated intraocular pressure (iop), significant reduction of irido-corneal angles, corneal decompensation (corneal edema) and unreactive (fixed) pupil. The iop was controlled with aggressive treatment. The lens remains implanted. The cause of the event was due to an oversized lens.